Event description:
On 10th april 2025, it was reported by an arthrex employee via email that for an ar-3638, knotless fibertak¿ with #2 suture (5-box), the implant repair suture was frayed when surgeon wants to remove the implant handle. When passing the repair suture through the loop, the suture snapped. This was detected during a left knee mpfl reconstruction procedure on (B)(6) 2025. The procedure was successfully completed by using smith & nephew implants. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error. Excessive force on the shortening suture strands and/or tensioning the strands out of alignment with the bone socket may result in strand breakage and impair the ability to fully seat the implant. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.